Manufacturer narrative:
Final analysis found that the insulation abrasion exposing the outer coil located distal to the suture sleeve tie impression at 25.2 cm to 25.4 cm. Abrasions were consistent with exposure to constant friction to another implantable device or feature of the heart. This most likely caused the complaint reported from the field.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited unacceptable thresholds. During explant the physician noted insulation damage and break, the lead was replaced. The patient was in stable condition post procedure.